Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue. Functional verification testing was completed without issues and the unit was returned to service. The unit was installed in 2019 and an analysis of the complaint database did not identify further similar events related to this unit. Moreover, no other complaint has been registered after the reported issue by the customer and consequently, the event can be considered isolated. It cannot be ruled out that no intrinsic deviation of the device occurred, but most likely root cause is related to a functional check failure during the user test.

Event description:
Livanova deutschland received a report that a s5 gas blender system shortly after switching on gave an error message related to module/sensor defective; after resetting the problem was solved. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in salerno, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.